Event description:
It was reported that during the attempted implant of a transcatheter valve in a previously implanted non-medtronic surgical aortic valve, the delivery catheter system (dcs) was unable to advance past the surgical stent post, and the transcatheter valve was unable to be deployed in the surgical valve. Subsequently, the system was withdrawn from the patient, and a non-medtronic transcatheter valve was used to complete the procedure. Following the implant procedure, the patient's hospitalization was prolonged. Per the physician, the patient's calcified and tortuous anatomy contributed to the advancement issue.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.